Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 322 alarm which was reproduced. A review of the event history log revealed multiple 'system error 322' messages. A service history review revealed evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be out of specification link screws with link screw adjustment required. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.